Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 308, 282 and 206 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated that she is using alcohol pads to cleanse finger before testing; customer was advised of proper testing technique. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/24/2018 and open vial date is (B)(6) 2017. Customer had another unopened bottle of test strips with a different lot number. Back to back blood test during the call on (B)(6) 2017 was performed non-fasting using this different lot number of test strips and produced test results of 224 mg/dl and 202 mg/dl using truemetrix air meter. Lot number was not provided at time of call, attempted to contact customer to obtain and voicemail was left. The meter memory was reviewed for previous test result history: result 1 : 308 mg/dl date: (B)(6) time: 10:13am fasting, result 2 : 282 mg/dl date: (B)(6) time: 8:44am fasting , result 3 : 206 mg/dl date: (B)(6) time: 7:30am fasting, result 4 : 137 mg/dl date: (B)(6) time: 4:52am fasting, result 5 : 124 mg/dl date: (B)(6) time: 2:34am fasting.